Event description:
A pt in france, complained of dizziness, nausea, and vomiting, along with cyanotic lips an hour into his dialysis treatment. The pt was administered an antiemetic and oxygen. An hour following the completion of treatment the pt became febrile and admitted to the hospital. The pt was diagnosed and treated for an autoimmune hemolysis.

Manufacturer narrative:
The blood tubing set involved in this incident could not be disinfected and therefore no analysis could be performed. In lieu of the actual set, retained samples from the same lot number were analyzed. Twenty retained samples from the lot number reported above were tested by means of functional, leak test, dimensional test occlusion and visual inspection. The tests identified no problems with any of the samples and confirmed that they met the product specifications. The involved blood tubing set does not have FDA clearance, but is similar to a blood tubing set with FDA clearance.